Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose. Customer reported to have woken up with blood glucose of 368 mg/dl and 216 mg/dl; customer was feeling sick. Customer took a nap in the afternoon and woke up with blood glucose of 48 mg/dl which may have been due to treating for high blood glucose. Customer had symptoms of nausea and feeling sick. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.